Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the connection is loose. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the luer lock collar on the newer version has some movement, so when the tech goes to hook it up it makes it hard to attach because it¿s wobbly.

Manufacturer narrative:
H6: investigation summary a complaint of the luer not attaching properly was received from the customer. A photo was provided for investigation. In the photo, the set and the packaging can be seen. The defect could not be seen. A device history record review for model mp5303-c lot number 22109193 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the connection is loose. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the luer lock collar on the newer version has some movement, so when the tech goes to hook it up it makes it hard to attach because it¿s wobbly.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.